Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
While reviewing transmitted device data, increased capture threshold, loss of capture, and decreased pacing impedance were noted on the right ventricular (rv) lead. Technical support was contacted, and the device was reprogrammed to resolve this event. The patient was stable following this event with no adverse health consequences.